Event description:
During device replacement on (B)(6) 2021, the device presented an error message, asking to contact biotronik. Reinitialization was performed and the device presented 16 years of estimated longevity. Another code was used and the longevity estimative came back to normal. On sep 1st routine follow-up, the device presented eri. The doctor replaced the device.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message on the programmer was displayed indicating a potential elevated current consumption. Therefore, the pacemakers memory content was analyzed. An elevated current consumption was documented since january 2021. The pacemaker reached the eri battery status on (B)(6), 2023. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia therapy functionality was no longer present, which resulted from the depleted state of the battery. Therefore, the pacemaker was opened, and the inner assembly was analyzed. The visual inspection of the inner assembly showed no anomalies. Subsequent electrical investigations of the electronic module confirmed the presence of an elevated current consumption. The elevated current consumption disappeared during the analysis, and, despite thorough investigation, it was no longer reproducible. Therefore, the exact root cause is not determinable. However, it is reasonable to assume that an intermittent defective status of the electronic module is responsible for the clinical observation. In summary, an intermittent defective status of the electronic module is presumably responsible for the clinical observation. However, the manufacturing records document a flawless device production. It is therefore assumed that the defective status occurred after the device shipment, however, the date of occurrence was not determinable.